Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter (sgc), it would lose fluid column when the dilator was inserted. A new sgc was opened. The dilator from the first sgc was attempted to be inserted into the new sgc, but caused the new sgc to lose fluid column as well. The dilator was replaced and the new sgc was able to be prepared successfully to complete the procedure. There was no patient involved with the issues.